Event description:
Olympus was informed that two ercp endoscopes with previous pt debris found in the elevator wire channel were used on pts. There was no report of infection and cross contamination. Olympus followed-up with the user facility via phone and in writing to obtain additional information with no further details provided. An olympus endoscopy support specialist has visited this facility and provided in-service training regarding the appropriate reprocessing of endoscopes on (B)(4) 2013.

Manufacturer narrative:
No products were returned to olympus for evaluation. If additional and significant information becomes available at a later time, then this report will be supplemented. Olympus instruction and reprocessing manual provide detailed information on how to reprocess endoscopes.